Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6)2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal infection the cause of event was not reported. It was not reported if the patient was hospitalized for the event. It was reported that the patient was given unspecified oral, intraperitoneal and intravenous drip treatments for the event. The patient outcome was not reported. Pd therapy was discontinued. No additional information is available.